Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an infection on (B)(6) 2019. On (B)(6) 2019, the pacemaker system was explanted successfully. The patient was treated for infection and was in stable condition. Related manufacturer reference number: 2017865-2019-17288, 2017865-2019-17289.

Manufacturer narrative:
Analysis found the device was returned with the atrial lead stuck to the header. The atrial setscrew was stripped by the user of the torque wrench. Setscrew was found completely stripped and could no longer engage it to untighten the setscrew. The device was otherwise normal. No anomalies were found. The stripping of the setscrew was considered a use anomaly. The sterilization record was reviewed and no evidence of abnormal sterilization cycle was found.